Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2017. The reason for revision is reported peri-prosthetic fracture. During the revision, the acetabular insert was removed and replaced with a new device.